Event description:
It was reported that the subject device had loose joint. The issue was found during preparation/prior to sedation of a diagnostic general examination procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include damage/ deterioration of components due to wear and tear without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had loose joint. The issue was found during preparation/prior to sedation of a diagnostic general examination procedure that was completed with a similar device. There were no reports of patient harm.